Event description:
Additional information received reported the manufacturer representative checked the patient¿s device after a fall. A battery check and impedance check were performed and everything was ok and the battery was working properly. The cause of the fall was not related to the device and the patient was receiving effective therapy. They had increased the voltage from 8.0v to 9.0v and were possibly being caused by battery depletion however this was not confirmed.

Event description:
It was reported that ¿something was wrong¿ with the patient¿s stimulator. The patient noted they fall a lot and after a fall on (B)(6) 2015 noticed that their device was not working as well as it was supposed to. No interventions or outcome were provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3 9286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).